Event description:
During an svg intervention, a 5mm spiderfx was placed without incident within 4cm of landing zone distal to lesion. A stent was then placed. The physician utilized a balloon for post dilation of the stent, but was only able to dilate the prominal half of stent because it would not advance. The physician was not able to get his post-dilation balloon all the way into the lesion, which prevented it from advancing. Because of this, the physician could only post-dilate the proximal half of the stent which caused it to be wider at the proximal end and smaller at the distal end. When retrieving the spider, it moved proximally towards the stent and became hung up on the stent. When spiderfx was removed, the stent was wrapped around the filter and wire. No injury to the patient reported, and the physician was able to go back in and complete the intervention by placing another stent.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.